Event description:
Patient undergoing coronary artery bypass grafting x 3. Also, physician planned for a transmyocardial laser revascularization. The laser probe was brought up to the table. Initial firing of the laser experienced no problems. The second firing of the laser the physician did not think it sounded right. The third firing of the laser smoke was noted to be coming from the cardiogenesis sologrip iii handpiece. The device was removed from the field. Another cardiogenesis sologrip iii handpiece was obtained. The procedure was completed without further incidence. The patient was sent to the recovery remove in stable condition.